Event description:
It was reported that the patient had a chronic wound at the base of the sternum and has been on suppressive doxycycline since (B)(6) 2021. The patient was seen in clinic on (B)(6) 2022 and found to have worsening induration, pain, and drainage. Cultures were sent and vancomycin and cefepime were started. On (B)(6) 2022, a draining sinus tract was noted on the xiphoid wound. The cultures were negative through (B)(6) 2022. The patient underwent an incision and drainage procedure. There were no changes as of (B)(6) 2022 and all cultures were negative. The patients white blood cell count was 8.9 on (B)(6) 2022 and patient was to be discharged home with home health care on daptomycin and ceftriaxone until (B)(6) 2022.

Manufacturer narrative:
The start of the infection in (B)(6) 2021 was covered under MFR # 2916596-2021-06601. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient had shortness of breath and dyspnea on exertion. The patient was given lasix 200 intravenous in emergency department. The computed tomography of the chest showed no pulmonary edema. The chest x-ray showed bilateral atelectasis on (B)(6) 20222. There was a jugular venous distension at lower neck on (B)(6) 2022. On (B)(6) the patient was on daptomycin and was found to be in rhabdomyolysis. The patient was experiencing muscle pain. The patient had a renal ultrasound that found no acute process on (B)(6) 2022. Acute kidney injury and acute rhabdomyolysis was related to intravenous daptomycin, which was put on hold and switched to linezolid. The muscle pain was improving. On (B)(6) 2022 but felt better with no new events. The patient had elevated enzymes due to medication and adverse reaction of rhabdomyolysis. Spironolactone was resumed at 25 every day, with 200 mg intravenous lasix. The fluid balance was -3300cc and the patient was breathing better oxygen. On (B)(6) 2022 the patient was planned for a tissue sample collection. On (B)(6) 2022 the patients labs were trending downward and cultures were negative. The patient was discharged home on 2g ceftriaxone once a day and dalbavancin every two weeks.

Event description:
Additional information: home health wound care was continued throughout the duration of this event. On (B)(6) 2022, cultures were negative but the patient continued with drainage and vacuum assisted closure of the wound. On (B)(6) 2022, the patient was put on 100mg of doxycycline taken every 12 hours for 30 days. The sternal would was reopened and raised area was packed. Intravenous vancomycin and ceftriaxone were started through (B)(6) 2022. On (B)(6) 2022, there was no active infection but the patient continued on 100 mg of doxycycline twice a day and drainage continued. On (B)(6) 2022, there were no signs of infection and the patient was listed for transplant. The wound would not fully close due to keloid scarring.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including infection, renal dysfunction, and hepatic dysfunction. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides care instructions in reference to preventing infection. Additionally, the IFU and patient handbook provide suggested responses in the event of infection as well as care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2022, vancomycin was added. On (B)(6) 2022, the patient had an incision and drainage procedure and the wound vacuum assisted closure continued.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including infection, renal dysfunction, and hepatic dysfunction. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides care instructions in reference to preventing infection. Additionally, the IFU and patient handbook provide suggested responses in the event of infection as well as care instructions in regard to preventing infection. No further information was provided. The manufacturer is closing the file on this event.